Event description:
Info received indicates the bed exit will set but once weight is removed, it does not alarm.

Manufacturer narrative:
The tech found the bed exit switches were not opening and staying shorted. The tech replaced the bed exit switches to repair the bed.